Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code related to the failure of the outlet pressure sensor was observed. The printed circuit assembly board was replaced to address the issue. Additionally, an error code related to the device being unable to write to the event log was observed. The printed circuit assembly board was replaced to address the issue. This issue is not related to the reportable malfunction/issue.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the initial evaluation of the device at third-party service center, a ventilator inoperative error code related to the failure of the outlet pressure sensor was observed. Evaluation is still in process, but it is believed that the printed circuit assembly board needs to be replaced to address the issue. Additionally, an error code related to the device being unable to write to the event log was observed. Replacement of the printed circuit assembly board would need to be done to address this issue as well. This issue is not related to the reportable malfunction/issue.